Event description:
The machine malfunctioned. It needs to be serviced. Therakos will credit the facility for the kit. The machine alarmed, the photo-activation door was open. The door was closed and parts were ordered per therakos. Awaiting response from MFR.